Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional te) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable.  The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.